Event description:
Pt had drain placed in flank area, the physician attempted to remove the drain when it fractured off leaving a portion in the pt. The pt was taken to surgery for successful removal of the portion of drain from flank area.

Manufacturer narrative:
Evaluation summary: visual examination of the product sample received revealed a piece of barium tube of approximately 5.5 inches, the drain had fractured in the silicone tube at the juntion area. Microscopic examination revealed a tear and jagged edges at the fracture site which indicated that the drain had been nicked or punctured by a sharp object upon insertion or removal. The minimum tensile test data observed during the manufacturing process of the lot was 14.5 pounds. The minimum tensile strength specifications for this drain is 750 psi.